Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported that from a patient that stated her device has "been very tricky". Pt further clarified starting sunday morning she unplugged controller following charging and stated controller was "still showing something on the screen" and stated controller was unresponsive. Pt stated she reset controller and controller "did good yesterday", but stated this morning pt was getting no device found and check position when trying to charge ins. Pt stated she unplugged rtm and started charging again and stated she was eventually able to successfully charge ins to 100% after repositioning rtm several times. Pt stated once she was able to successfully connect with ins she was getting excellent recharge quality. Pt stated she always gets excellent recharge quality when charging. Pt denied any visible damage to rtm. Pt denied rtm heating up when charging. Pt mentioned she has noticed since day of implant (doi) that her ins site is warmer following charging, but pt stated this is normal and has been this way since doi. Pt confirmed no recent trauma/falls. Patient services (pss) reviewed troubleshooting of resetting controller for unresponsive controller and recommended pt monitor and call ps back for further troubleshooting when charging ins if issues persists since pt was able to successfully charge ins prior to calling ps. Pt inquired about longevity of controller li battery. Pss reviewed li battery information with pt.

Event description:
Patient said they had it on a different language other than english and they couldn't find where to change it back. It was in 7 group. The patient said the groupings need to be in the manual for clarity.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# unknown implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported there was no problem. The patient called to see how to turn it off for a surgery they had and turned it back on. The issue was resolved.